Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple intermittent cartridge alarms (cartridge alarm 19) occurred with multiple cartridges during pumping. The customer's blood glucose (bg) level ranged from 300 mg/dl to the 500's (mg/dl). The bg level was addressed with a bolus via the pump and a manual injection. The customer confirmed that an alternate method of insulin delivery was available.